Manufacturer narrative:
Other relevant device(s) are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient experienced dyskinesia back in november that went away when the patient had their implantable neurostimulator (ins) replaced. The consumer was told by a healthcare provider (hcp) that the dyskinesia was because the patient¿s ins only had 3 months left of battery life, but another hcp told them that the ins should delivery therapy without issue until end of service (eos). It was noted the patient experienced two seizures (one in (B)(6) and one in (B)(6)) and they also had a history of falling and were tired all the time. The patient went to a physical therapist who said the patient was over medicated/on the wrong medication. The consumer also stated something about (B)(4) and the patient¿s dyskinesia, but it was unclear what was meant by this. No further complications were anticipated.